Manufacturer narrative:
H.6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer-indicated failure. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes had no lot information listed on their labeling. The following information was provided by the initial reporter: "lot.2213126 spotted box = 16 sp and lot.2255396 no lot = 3 sp."

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes had no lot information listed on their labeling. The following information was provided by the initial reporter: "lot.2213126 spotted box : 16 sp and lot.2255396 no lot: 3 sp".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.